Event description:
It was reported that the patient was feeling dizziness, headache, and had elevated blood pressure for two to three weeks. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.